Event description:
The physician was performing an endoscopic ultrasound with rendezvous to try to gain access to the pancreatic duct. A cook echotip ultra high definition ultrasound access needle (echo-hd-19-a) was used to puncture into the pancreatic duct [via stomach]. Then, a cook tracer metro direct wire guide (metii-21-480) was advanced through the inner lumen of the needle into the pancreatic duct. When the wire guide was pushed and pulled inside the duct, the coating of the wire guide tip peeled, making it difficult to move the wire guide. Everything was removed and a different device was used to finish the procedure. No section of the wire guide detached inside the endoscope or pt. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. The most likely root cause for the reported observation is use of a meti-21-480 wireguide with a echo-hd-19-a ultrasound needle, which is against the instructions for use. The instructions for use states: "use of this wire guide with metal tip ercp devices may result in damage to the external coating and/or tip of the wire guide." Prior to distribution, all tracer metro direct wire guides are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Add'l comments regarding this report: based on the info provided, a cook rep has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.